Event description:
The customer reported to philips that the device would not power on. There was not reported pt involvement.

Manufacturer narrative:
The fse's initial inspection found no main led. Traced power from outlet to power supply. The power supply was installed and the unit then turned on. Let the unit charge back up battery and tested. Performed testing per service manual and the unit passed all testing successfully. The power supply was returned to the manufacturer¿s failure analysis lab for investigation. Visual inspection of the power supply revealed no evidence of damage or contamination. The power supply was tested and no failures were identified.

Event description:
The customer reported to philips that the device would not power on. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted once the investigation is complete.